Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose and insulin pump locked up and freeze and received off no power alert. The customer's blood glucose level was above 600 mg/dl. The customer also reported that the insulin pump did not received low battery alert prior to the off no power alert. The customer stated that the second occurrence of off no power without a low battery warning. The customer was reported that they had high blood glucose due to no insulin delivery of the off no power. Insulin pump will be return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No frozen screen or blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms or low reservoir alarm noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked reservoir tube lip and stained address number label. Device passed the delivery accuracy test.